Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time. The philips field service engineer (fse) inspected the system onsite and verified the reported "low load" error message. Upon troubleshooting, the fse conducted diagnostic checks on the tube cooler and confirmed there were no faults with the x-ray tube. To resolve the issue, the fse reseated the cooler along with all related cables and connections. After reconnection, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to the procedure's commencement. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an x-ray tube problem, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.